Event description:
It was reported that the pt presented in clinic for an elective biv device upgrade. During the explant procedure the device was exposed to cautery. Subsequently the pulse generator exhibited backup vvi operation. It was clinically resolved by a successful software download. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was noted.